Event description:
It was reported the pt experienced a fall and that the pump pocket was "extremely loose". In two months later, the pt had a refill and indicated symptoms were still present. A revision had taken place (date and specific revision details unknown). Three weeks later, the pt was experiencing a loss of therapeutic effect, left side and foot numbness and pain over the pump pocket and near the catheter pathway. The pump reportedly moves in the pocket. The symptoms started 5 to 6 months earlier. Additional info received indicated the drug used in the pump was dilaudid 20 mg/ml and bupivicaine 15 mg/ml at a dose of 5.5 mg/day. The patient's pain was worsening due to opiod tolerance. An x-ray and catheter study performed in 2008 were negative for issues.